Manufacturer narrative:
H3 other text : the device has not been returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges headache, sore throat, etc. The patient alleges experiencing headaches, nasal/throat irritation (soreness), sinus issues, kidney and liver issues, and high blood pressure. There is no allegation of serious or permanent harm or injury, and medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported on this device in MDR 2518422-2022-89419. This report was submitted as a duplicate report of the previously submitted report.